Event description:
The customer reported to olympus, the colonovideoscope had a blurry image. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: a whitish foreign material was found inside the air/water tube and air/water cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed. In addition to the malfunctions reported in section b5 the following findings were discovered; the forceps channel port had a dent, the air/water cylinder had no color, the suction cylinder had no color, the plug unit had corrosion due to water leakage, the cable unit had corrosion due to water leakage, the scope connector cover unit had corrosion due to water leakage, the illumination was uneven due to a crack on light guide lens, the bending angle in the up direction did not meet the standard value due to wear of angle wire, the light guide bundle had breakage, the objective lens had a crack, the light guide lens had a crack, the bending tube was deformed, the connecting tube was snaking, the universal cord had a wrinkle, and multiple parts of the scope were scratched. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water cylinder and channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.